Event description:
Information was received from a patient via a healthcare professional for a clinical study. The patient complained of the implantable neurostimulator (ins) sitting awkward in the pocket. On (B)(6) 2016, the patient also complained of increased redness at the pocket and on (B)(6) 2015 the patient complained of pocket pain. The event was related to the device or therapy and possibly related to the implant procedure. A pocket revision was ordered on (B)(6) 2015 and the ins was repositioned on (B)(6) 2015. The event resolved without sequelae. The clinical diagnosis was noted as pocket pain and increased redness at pocket site.